Event description:
It was reported that the patient underwent revision surgery due to aseptic loosening. During the revision posteromedial collapse was noted. All implants were removed without complications approximately 7 years and 5 months post-implantation. Attempts have been made and all additional information received has been included in this report.

Manufacturer narrative:
(B)(4). This is combined initial and final. D10: item# 154722; lot# 610920; oxf uni tib tray sz c lm PMA. Item# 161468; lot# 857610; oxf twin-peg cmntd fem sm PMA. Item# 159540; lot# 373920; oxf anat brg lt sm size 3 PMA. No product was returned, or pictures provided; visual evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Medical records were provided and reviewed by a health care professional. The review identified a right partial knee arthroplasty, aseptic loosening. Right conversion of partial knee to total knee. General anesthesia with adductor canal block and pericapsular injection. Extensive synovectomy, all implants removed. Posteromedial collapse. Final trialing noted good patellar tracking. No intraoperative complications. Post-op x-ray in recovery, standard antibiotics and dvt prophylaxis. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.